Manufacturer narrative:
A trumpf medical service technician inspected the device and found that the locking segment that holds the flat panel braket to the spring arm had worn down. The locking segment was replaced and the flat panel bracket was resecured.

Event description:
The flat panel bracket on a trumpf medical surgical light began to separate from the spring arm.